Event description:
The patient reportedly experienced intermittency and popping sounds from her internal device, causing pain. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. Testing confirmed that the patient's device was not functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.